Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient with pre-existing progressive myopia experienced excessive vault and significant reduction of iridocorneal angles. The lens was later removed and replaced. Cause of the event is other. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H3: product evaluation: lens was returned with moisture within a microcentrifuge vial. Visual inspection found a haptic bent lens with red lens coloration. Dimensional inspection found the lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was later exchanged for a shorter length lens. Claim# (B)(4).